Event description:
The technician alleged that the brake caster would swivel if the stretcher was pushed while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.